Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, white biological tissue, crease folds, and deformation. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, "radial folds" and "irregular contours and thickened walls". The device has been explanted.